Event description:
A hospital employee was injured by a broken wire on a wire mesh basket. The wire punctured the employees thumb, entering underneath and exiting through the nail. The thumbnail was pulled off. The employee was treated in ER and released.